Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted slight body fluid contamination in the lead barrel of the device; however, no irregularities were found with the device. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was unable to confirm the reported clinical observations from the field as this device passed all testing.

Event description:
Boston scientific received information that following this sub-pectoral cardiac resynchronization therapy defibrillator (crt-d) implant procedure, noise was observed on the right ventricular (rv) channel which was being oversensed. Daily measurements were showing some out of range rv impedance measurements, greater than 2,000 ohms. A revision was performed where additional testing was performed to confirm proper connection. Tests confirmed the lead was fully inserted properly, noise could not be recreated with lead manipulation, header was tight, pull test did not reveal loose connection, impedance testing confirmed normal measurements through device and setscrews were tight. The physician also tried reinserting the lead in the header as well as testing the lead through the pacing system analyzer (psa) and normal measurements were confirmed. Since the issue could not be confirmed with either the device or the rv lead, both products were removed and returned for laboratory analysis.

Manufacturer narrative:
The device was returned for analysis. This report will be updated upon completion of analysis.